Event description:
Pt alleged receiving a skin burn during an electrotherapy treatment. The clinician explained that the device had received all of the applicable software upgrades. The pt received the skin burn after the device was upgraded.

Manufacturer narrative:
Device has been received. The eval is pending.